Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. There is some movement in the locking mechanism, and the 80 lb. Torque screw has a damaged thread. The locking mechanism will be overhauled by replacing the floating ratchet, round head screw, modified screw, washer and spring washer need replacement. All the afore-specified parts were replaced as a part of general maintenance along with cleaning and a successful function test. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear/environmental damage. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g3 of follow-up MDR #1. This MDR is being submitted for correction of the aware date in follow up MDR #1. "Field g3 - aware date" should have read "11/25/2025", and not 12/25/2025.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the mayfield modified skull clamp (a1059) was placed on the patient's head, it slipped, resulting in a scalp tear, dermabrasions and scalp wounds in the operated patient. They used a different mayfield, and the patient is doing well.